Event description:
Nurse was priming a new art line tubing. After hooking it up to the patient, she noticed the waveform was dampened so tried to pull back the plunger/reservoir. She could not get any blood return so repositioned the patient's wrist and pulled back the plunger again. Then noticed a lot of air in the reservoir but not in the tubing. The plunger/reservoir was broken so only the plastic part of the plunger pulled back, but the suction device stayed in place and was not pulling back the blood. No blood ever made it to the reservoir. The patient was not harmed.